Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, acute respiratory distress syndrome, frequent sinus infections, trouble breathing. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong adverse event/product problem, health impact grid and type of reported complaint as product problem. In this report, the adverse event/product problem, outcomes attributed to ae, health impact grid and type of reported complaint has been updated correctly as serious injury. Section adverse event/product problem, outcomes attributed to ae, health impact grid and type of reported complaint in box b and box h has been updated/ corrected.